Event description:
The reporter alleged that during non clinical use, whilst inspecting the device the instrument bedside unit (ibsu) was not awakening from sleep mode and when the sleep button was pressed it did not enter sleep mode. No allegation of harm to user or patient. No further information is available at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury